Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high pace impedance (>2000 ohms) and loss of capture when connected to the patient's left ventricular (lv) lead. The local area field representative indicated that any vector configuration which involved the lv ring resulted in the observations. The lv lead was capped and a new lead was successfully implanted. The device remains in service. There were no adverse patient effects reported.